Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to 511 (mg/dl) over the last month. Customer would change infusion site, administer a bolus, and administer an insulin injection to treat bg levels. Reportedly, customer is assisted by the contact with changing infusion sites due to an unspecified medical condition that prevents the customer from performing site changes on their own. Recommendation was made to consult with health care provider to discuss diabetes management.